Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was cut at 15.3 cm from the proximal end of the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead which lead to pacing inhibition. The lead was removed and replaced. No patient complications have been reported as a result of this event.